Manufacturer narrative:
Additional narrative: a review of the receiving inspection (ri) for x15 driver final tightener was conducted identifying that lot number nn149180 was released in a single batch. Batch1: released on may 1, 2019, with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the received image. The image was reviewed, and the complaint condition is not confirmed. There are no visual defects or damage on the final tightener in the photo provided that would contribute to the complaint condition. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a posterior cervical fusion c3-t2 procedure on ( B)(6) 2021, one x15 final tightener symphony driver burred (distal tip) during final tightening. Procedure was successfully completed with the second x15 final tightener on the set. There was no delay. There was no patient consequence. This report is for a x15 driver final tightener. This is report 1 of 1 for (B)(4).